Event description:
It was reported that the ultrasound gastrovideoscope had black rubber coming off of the distal tip. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. Correcte fields: d8, d10. D8 correction: in the initial report, this field should have been marked no information. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: missing adhesive at the forceps cover, pink rubber cut and missing glue, and objetive lens with cracked glue and missing cement. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Olympus will continue to monitor field performance for this device.